Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. No other lead was implanted. No additional adverse patient effects were reported.